Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure in-stent restenosis occurred. A 2.50x24mm taxus liberte stent was successfully implanted in the left anterior descending artery (lad), overlapping a 3.5x16mm liberte stent that was implanted in the circumflex artery (cx). The lesion was postdilated with a 3.0x20mm maverick balloon. The procedure was successfully completed with no patient complications reported. Four years later the patient presented with chest pain and it was discovered that the 2.50x24mm taxus liberte stent had restenosed. It was confirmed that the 3.5x16mm liberte stent was patent. The physician plans to treat the in-stent restenosis in the future with a drug eluting stent. No additional patient complications were reported and the patient¿s current condition is listed as stable.